Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No devices or photos were received; therefore the condition of the devices is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility check and complaint history search could not be performed. The liner was in-vivo for 5 months post implantation. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent 2 closed left hip reductions due to dislocations approximately 3 years post implantation. Subsequently, the patient underwent a revision due to recurring dislocations. It was noted that all remaining zimmer biomet product was removed and replaced with stryker products. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown head, unk; unk, unknown stem, unk; unk, unknown neck, unk.

Event description:
It was reported patient received a revision procedure five months post-implantation due to dislocation. The acetabular component was revised. Attempts to obtain additional information have been made; however, no more is available.